Event description:
It was reported an automated peritoneal dialysis patient experienced "pleural fluid accumulation after injection and symptoms of chest tightness during the "second cycle drainage stage". The patient was connected to the homechoice claria device at the time of the events. It was reported the "injected volume per cycle is 1500 ml". Renal therapy services assisted the patient with trouble shooting. Instructions were provided to end treatment. The caregiver reported they would contact the physician and "approved to finish treatment". At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). The device was not received for evaluation; therefore, a device analysis could not be completed; however, the sharesource log files associated with homechoice claria were reviewed. The log file review showed there were no therapy logs near the reported occurrence date. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.